Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating defibrillation threshold (dft) testing was performed and the patient successfully converted with a 26 joule shock. No noise was observed. The patient reported they had used a pain stimulator which may have caused the previously observed noise. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Upon interrogation a message was displayed indicating high voltage during charge was detected. It was reported the patient had received shocks approximately a month and a half earlier. It was reported the shock and rate/sense channel appeared noisy in the recorded episode. A manual capacitor reformation was performed which came back within normal limits. A save to disk was sent for analysis. Review of disk analysis confirmed the high voltage during charge. Additionally, it noise was observed in the episode which appeared to be electromagnetic interference (emi). Further testing and defibrillation threshold (dft) testing was scheduled for a later date. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.